Event description:
It was reported that a malfunction occurred with the customer's equipment, specifically noted as a malfunction 16-0x20e6, preventing access to the pump. There was no reported impact to the customer¿s blood glucose level. The device was set to be returned for further inspection, and a replacement pump was issued with a new serial number.